Manufacturer narrative:
Date of report: 09/10/2018. Date received by manufacturer: 07/03/2018. (UDI); the supplier failure analysis stated ¿one battery cell connection was not properly welded. This caused one cell group to charge and discharge faster than the other groups which caused the battery pack to not function properly.¿

Manufacturer narrative:
Technical services confirmed the reported issue. The customer replaced the battery to address the reported problem. Device back in service. The determination could be made that the device failed to meet specifications. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the li-ion battery assembly revealed no evidence of damage or contamination. The battery was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and though the battery voltage was initially 12.06v, it rose quickly to over 16v. The charging current rose to 2.67a. The ventilator was started up in normal ventilation mode (ac and battery connected) and the alarm ¿check vent: battery failed¿ (e/c1124) occurred. The internal battery test (pvt test 11) was performed and passed. The battery flash parameters were read with the evaluation tool. No protection flags were set and no significant difference to the fi battery parameters was found. The battery health on the diagnostic screen was only 82-86%. The sbs screen of the battery software showed one cell voltage to be about 100mv higher than the 3 other cell voltages. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer returned battery pack was installed in an fi ventilator. The battery would charge normally when the ventilator was connected to ac, however, in normal ventilation the ¿check ventilator: battery failed¿ alarm would show up. The pvt battery test was performed and passed. The battery health on the diagnostic screen was only 82-86%. When the battery parameters were read out one of the 4 cell voltages was increased by 100mv compared to the other 3 cell voltages. The battery was returned to the supplier for further failure analysis.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported failed battery test (1124). The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.